Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12161. The pt reported he has pain radiating out from the lead implant site. It was also reported the pt has good stimulation. The sjm evaluated the system and found all impedances to be normal. The pt also reports discomfort with the ipg placement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.